Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22aug2019. The product support engineer advised customer to replace the power switch overlay to address the issue. The customer reported that replacing the overlay corrected the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported and alarm led failure code. There was no patient involvement.